Manufacturer narrative:
The device was not returned for analysis. A lot history record review could not be performed as the part number and lot number are unknown. Based on available information, a cause for the reported death and mitral stenosis could not be determined. Additionally, death and mitral stenosis are listed in the instructions for use as known possible complications associated with mitraclip procedures. The reported additional therapy/non-surgical treatment was the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Date of event: dates estimated the clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report death. It was reported that a mitraclip procedure was performed to treat mitral regurgitation (mr) with a grade of 3-4. The clip was successfully implanted, but it was noted that mitral stenosis occurred. Treatment was performed to treat the mitral stenosis, but during this time, the patient passed away. No additional information was provided.